Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was noted to be stretched and the suture was damaged. The main coil was also noted to be broken/fractured. Functional testing was not performed due to the damages noted to the returned coil. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In case of this complaint, the main coil was found to be broken and stretched. In case of this complaint, it is most likely that the main coil was stretched and broken when advancing/retracting when trying to position the device. This complaint appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors; therefore, an assignable cause of procedural factors will be assigned to the as reported and as analyzed issues. This is 2nd of 2 reports.

Event description:
Analysis of the returned device found that the subject main coil was broken/fractured. There were no clinical consequence to the patient reported as a result of this event.